Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not rewinding also stated the piston was not moving down and received pump error, insulin flow block alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no motor movement or negligible movement during rewinding due to corroded motor home switch. Unable to verify no delivery/insulin flow blocked alarm due to no motor movement or negligible movement.